Event description:
It was reported that the lens opacified. Yag was performed (B)(6) 2015. The lens is to be explanted. No add'l info was provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.